Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system had issue with the host pc memory. Upon examining the system, the field service engineer identified that drive bay was not powering up. Hard disk bay was defective. Host pc had boot up problem intermittently. The defective parts were returned for analysis, for host pc was confirmed. The details of the test result showed: hdd bay failed. However, the replacement of the host pc and reconfiguration of mac ID and ip address on the host pc by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was issue with the host pc memory. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.